Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose (bg) ranged from 176- over 500 mg.dl. Reportedly, customer administered manual injections to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.